Event description:
Pacemaker found to be at end of battery life and was being replaced. Ventricular lead medtronic 4004 was on alert and impedance measured during replacement procedure was <200 ohms. Lead insulation failure? Lead abandoned and replaced.